Event description:
Three angiocaths brand name safety cath provided to pt (B)(6), were defective as they all (3) were bent in zigzag shape upon removal (3) last one removed also bent. Poor quality angiocaths. Angiocaths placed mid arm at elbow. (B)(6) pharmacy provided safety caths x3 for initiating/continuing 5v zosyn infusions. After 18 hours - angiocath leaking 5v removal - was in a "z shape - very unusual. Then 48 hours later, 2nd angiocath had to be removed and angiocath "z" shape. Forty-eight hours after that, 3rd/last angiocath removal also in "z" shape noted "z" shaped angiocaths very high risk as to could have broken off and traveled via circulation to heart, lungs or brain. (B)(6) pharmacy notified - (B)(6) at (B)(6) stated that their brand name angiocath used primary for private pay. No other problems noted - but (B)(6) or (B)(6) will examine all incoming supplies/equipment for high quality supplies and equipment. Dates of use: (B)(6). Diagnosis or reason for use uti. Event reappeared after reintroduction: yes.